Event description:
According to the reporter: prostate procedure. The device was covered and mistakenly left on the patient's thigh during surgery. After a while, the patient sustained a burn from the device. The burn was noted when the device was taken off the patient's thigh. No information about burn treatment was provided. Efforts have been made to obtain additional information. No further details have been provided.